Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was involved in a murder attempt and the device appeared to be involved in an interruption of therapy for unknown reason. There was patient involvement, and no patient harm/adverse event reported.